Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic infection ("pelvic infection") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included estradiol, ibuprofen, levothyroxine sodium (levothyroxin) and tramadol hydrochloride (ultram). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia),"), dysmenorrhoea ("dysmenorrhea,"), dyspareunia ("dyspareunia,") and nausea ("nausea,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic infection, dysmenorrhoea, dyspareunia and nausea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in product start date and stop date. Earlier product start date was (B)(6) 2011 and now is (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received: the events vaginal haemorrhage, menorrhagia, dysmenorrhea, dyspareunia, pelvic infection, nausea replaced the previous event injury. Reporter and patient demographic added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and pelvic infection ("pelvic infection") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included diclofenac since 2017, estradiol, hydrocodone since 2014, ibuprofen, levothyroxine sodium (levothyroxin), medroxyprogesterone acetate (depo-provera), methocarbamol since 2018, ondansetron since 2015 and tramadol hydrochloride (ultram). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In 2013, 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced back pain ("severe and persistent back pain / sharp, stabbing pain radiating to right leg"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced nausea ("nausea,"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia),"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia,"). In 2015, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe and persistent abdominal pain/ stabbing pain / lower right side pain / pain on my right side"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy) and surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved, the pelvic infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, nausea, hypothyroidism, urinary tract infection and bacterial vaginosis outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, hypothyroidism, menorrhagia, nausea, pelvic infection, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in product start date and stop date. Earlier product start date was (B)(6) 2011 and now is (B)(6) 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were reported via social media dysmenorrhea, dyspareunia, pelvic pain . Most recent follow-up information incorporated above includes: on 19-sep-2018: pfs received. Events urinary tract infection and bacterial vaginosis added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and pelvic infection ('pelvic infection') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, abdominal pain, pelvic pain and lower extremity dysfunction. Concomitant products included diclofenac since 2017, estradiol, hydrocodone since 2014, ibuprofen, levothyroxine sodium (levothyroxin), medroxyprogesterone acetate (depo-provera), methocarbamol since 2018, ondansetron since 2015 and opioids. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 days after insertion of essure. In 2013, the patient experienced back pain ("severe and persistent back pain / sharp, stabbing pain radiating to right leg"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2014, the patient experienced nausea ("nausea,"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia),"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia,"). In (B)(6) 2015, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal). In 2015, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe and persistent abdominal pain/ stabbing pain / lower right side pain / pain on my right side"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved, the pelvic infection, vaginal hemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, nausea, hypothyroidism, urinary tract infection and bacterial vaginosis outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, hypothyroidism, menorrhagia, nausea, pelvic infection, pelvic pain, urinary tract infection and vaginal hemorrhage to be related to essure. The reporter commented: discrepancy noted in product start date and stop date. Earlier product start date was (B)(6) 2011 and now is (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media dysmenorrhea, dyspareunia, pelvic pain. Amendment: the report was amended for the following reason: kindly delete this case from our argus database as this case was found as a duplicate of case no. (B)(4) all relevant information was captured from retention case. Nullification reason: duplicate case is identified with fu information. No new follow-up information was received from the reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and pelvic infection ("pelvic infection") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included diclofenac since 2017, estradiol, hydrocodone since 2014, ibuprofen, levothyroxine sodium (levothyroxin), medroxyprogesterone acetate (depo-provera), methocarbamol since 2018, ondansetron since 2015 and tramadol hydrochloride (ultram). On (B)(6) 2011, the patient had essure inserted. In 2013, 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia),"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia,"). In 2013, the patient experienced back pain ("severe and persistent back pain / sharp, stabbing pain radiating to right leg"). In 2015, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea,") and abdominal pain ("severe and persistent abdominal pain/ stabbing pain / lower right side pain / pain on my right side"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved, the pelvic infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, nausea and hypothyroidism outcome was unknown and the back pain had not resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, hypothyroidism, menorrhagia, nausea, pelvic infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in product start date and stop date. Earlier product start date was (B)(6) 2011 and now is (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media dysmenorrhea, dyspareunia, pelvic pain . Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Reporters added. Events severe and persistent back pain, severe and persistent abdominal pain/ stabbing pain, hypothyroidism added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.